Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of the burning and stinging sensation was determined. The issue was due to device settings too high/low. The patient stated they will call if they have problems. The issue was resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since last wednesday has experienced a burning or stinging sensation at the implant site near the rectum and is causing discomfort. Patient said that it feels like a large hemorrhoid has been ruptured. Patient also said that it feels like one of the leads is too close to the rectum and is causing them trouble sitting. When asked, patient said that had a standard appointment last wednesday and the manufacturer representative (rep) adjusted the setting. Patient asked for assistance in making an adjustment. Reviewed therapy information and general programming guidance. With instruction, patient connected to implant and decreased the setting to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable.